Event description:
The customer reported a falsely elevated sodium result for a patient while running on the architect c processing module. The results provided were: on (B)(6) 2022, sid (B)(6), initial sodium result = 160 mmol/l, repeat results = 167.2, 139.7, 139.9 mmol/l, repeat on another analyzer = 139.5 mmol/l (customer¿s normal range: adults: 125-150 mmol/l, inpatients: 120 -155 mmol/l, children: 130 lower limit), there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module and resolved the issue by replacing the ict pre amp cable. No additional discrepant result issues have been reported since the part was replaced. Trending was reviewed and no trends were identified for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the cable, ict to ict pre amp or the alinity c processing module (B)(6). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.